Event description:
It was reported that the patient experienced stimulation in the wrong location and when she left the healthcare provider (hcp) the day prior to the report, she had pain in her buttock area. The patient tried making adjustments in her amplitude, but she still felt pain in her buttock. The patient also noted that it was not helping her urgency and muscle pain symptoms. The patient stated that when she went to the bathroom her urine ¿gushed out of her.¿ the patient changed from program 3 to program 2 and the pain went away, but when she tried to turn the stimulation up she got an electrical shock. The patient ended up turning the stimulation off ¿last night.¿ the patient stated that she was also experiencing constipation since she got the implant and was still affected by the anesthesia. The patient noted that anytime she tried to ask the hcp about this she was pointed back to the manufacturer. The patient¿s hcp did not give her direction on changing programs or keeping a voiding diary. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).